Event description:
After the iab was inserted into the sheath, massive blood was noted in the tubing. The iab was removed and a second was inserted. The following was rpt'd to co on 9/3/97: the pt originally had a 5 fr. Arterial introducer in place. The introducer was exchanged for a 9.5 fr. Introducer in the iab kit. The catheter was inserted approx. 1/3 of the way into the introducer when a large amount of blood trickled into the catheter. The iab was removed from the sheath and a second was inserted. Event complications: none from the event - rpt'd 8/8/97, 0/3/97. Pt current status: unk - rpt'd 8/8/97, 9/3/97.

Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater elak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Co has incorporated this channeling phenomenon in its instructions for use for all stat iabs.